Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. After a stent was deployed in the lesion, a 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilation. However, during inflation at 5 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another 16-4/5.8/75 xxl esophageal balloon catheter. No patient complications were reported and the patients status was fine.